Event description:
It was reported that the ventricular lead exhibited noise and inconsistent thresholds. The lead was removed and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 8 cm from the connector pin, due to friction with another device. The proximal coil was also exposed, which could cause the noise problem.